Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: data not available. Omnipod software app version: data not available. Operating system: data not available. Hardware: data not available. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was wearing the pod on the arm for between 24 to 36 hours. On (B)(6) 2026, patient experienced elevated glucose levels overnight, with a reported blood glucose of 25.9 mmol/l (466 mg/dl) and positive ketones. The parent reported symptoms of increased heart rate, shortness of breath, weakness, and dizziness. Upon assessment, the parent identified that the pod cannula was dislodged (out of the body). The pod was changed prior to the patient presenting to the emergency room on the same day. Patient was diagnosed with mild diabetic ketoacidosis and received treatment including intravenous fluids, insulin administration, blood tests, x-ray, and electrocardiogram. Patient was treated for one day and discharged on (B)(6) 2026. The patient was using insulin (fiasp).